Event description:
It was reported that a (B)(6) female underwent the removal of a one-third tubular plate and four screws from her fibula. The removal was due to an irritation and was performed at the request of the patient. The hardware was removed with no patient injury reported. The fracture was healed. It was reported that the procedure was successfully completed with no delays. The original implant date was not known. The product has not been returned for investigation and no further information was provided. This is report 3 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. Implant on unknown date. Explant on unknown date. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number was provided.